Event description:
It was reported that following the implant of a 26 millimeter (mm) transcatheter valve in the native annulus using a non-medtronic (safari) guidewire, upon withdrawing the delivery catheter system (dcs), the valve dislodged. Per the physician, the nose cone of the dcs pulled the transcatheter valve causing the valve to dislodge. A second 26 mm transcatheter valve was attempted; however, the dcs was unable to pass through the first valve. Subsequently, a the system was withdrawn from the patient, and a 23 mm non-medtronic (sapien 3) transcatheter valve was implanted valve-in-valve. Additional information was received that right transfemoral access was used for the procedure. No pre-implant balloon dilation was performed. Cuspal overlap technique was used with slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was pulling out too quickly over the guidewire which pulled the valve with the dcs nose cone.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 26 millimeter (mm) transcatheter valve in the native annulus using a non-medtronic (safari) guidewire, upon withdrawing the delivery catheter system (dcs), the valve dislodged. Per the physician, the nose cone of the dcs pulled the transcatheter valve causing the valve to dislodge. A second 26 mm transcatheter valve was attempted; however, the dcs was unable to pass through the first valve. Subsequently, a the system was withdrawn from the patient, and a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 01-apr-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.